Manufacturer narrative:
Siemens healthcare diagnostics has identified issues with advia centaur xpt software versions 1.01, 1.0.2, 1.0.3, and 1.1. An urgent medical device correction (umdc) entitled "advia centaur xpt issues related to results processing" was sent to u.s customers on may 26, 2016 and an urgent field safety notice (ufsn) was sent to customers outside the u.s. The umdc/ufsn describes the issues and provides actions that can be taken by the customer to prevent issues from occurring and what can be done if the issues occur.

Event description:
A siemens customer service engineer (cse) was at a customer site due to imprecision on vitamin d results on an advia centaur xpt instrument. While the cse was running five replicates of one sample, the cse observed the sample probe aspirate serum from the sample tube without obtaining a probe tip.